Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis; further described as a ¿pd infection¿. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and began treatment with unspecified drugs, added to dianeal (doses and frequencies were not reported). At the time of this report, the patient was not recovered from the event. It was not reported whether dianeal therapy was ongoing. No additional information is available.